Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Removal of worn and dislocating acetabular component. Femoral head was also removed. Additional information received from sales rep on (B)(6), 2014: acetabular insert was worn. Edge of acetabular shell was worn from multiple dislocations. Head also was worn from multiple dislocations.

Manufacturer narrative:
An event regarding worn head and dislocation involving a c-taper cocr lfit head 28mm/+10 was reported. The event was not confirmed. Review of the device history records indicate devices were manufactured and were accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records and/or device were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Removal of worn and dislocating acetabular component. Femoral head was also removed. Additional information received from sales rep on may 21, 2014: acetabular insert was worn. Edge of acetabular shell was worn from multiple dislocations. Head also was worn from multiple dislocations.